Event description:
A review of service data has detected a reportable event. Upon servicing of monitor (B)(4), which was returned for normal maintenance, the monitor exhibited a pulse test failure. The last pt to use this monitor did not report any problems.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. Upon evaluation, the monitor exhibited a pulse test failure. The computer/analog board on the monitor had a defective switching regulator component, u1 and u901 components cannot be positively determined, but is likely due to a random component failure. No adverse event resulted from the defective components. The last pt to use this monitor did not report any problems.